Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the capsular bag was perforated. The patient required an anterior vitrectomy. The lens calculation was altered. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
A customer reported that during a cataract extraction with intraocular lens (iol) implant procedure the posterior capsular (pc) bag was perforated. The patient required an anterior vitrectomy. The lens calculation was altered and another intraocular lens (iol) was implanted. Additional information was requested with none received to date. The company representative noted the phaco handpiece is in use. The customer did not request service for the system. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system or phaco handpiece had any effect on the integrity of the posterior capsule. The root cause of the reported event cannot be determined conclusively. (B)(4).